Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated they ended up in the hospital because her blood sugar dropped to 37mg/dl. No event details were provided. There was no allegation against the dexcom system as the patient stated their receiver was not charged. The patient initially called in because they crushed the receiver charger cable with their wheelchair and needed a replacement charger. At the time of contact, the patient was doing good. No additional patient information is available.